Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter lumen appears to flatten just below the hub.

Manufacturer narrative:
No device was returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The process includes a 100% leak test performed as a last step in the manufacture process. This test would have detected any holes, leaks, or weak spots in the lumen if they had existed at the time of manufacture. An implanted catheter is exposure to many variables for which the manufacturer has no influence or control. These variables include but are not limited to patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as medication administration or use for power injection studies. We are unable to determine the cause or factors that may have contributed to this event. There is no evidence of a manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction of device catalog code, lot number, manufacture and expiration dates.